Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent an index and revision surgeries outside rothman institute. On (B)(6) 2017, the patient was revised for tka loosening. With exchange of all components to a hinge tka. Five (5) months later a new revision is performed for instability, exchanged all rotating hinge components, and distal femoral component.